Event description:
A central venous line was placed via femoral access using the cook medical spectrum cv tray. The vein was accessed without difficulty. The guidewire was also advanced without difficulty and the md used a scalpel to increase the incision around the guidewire with the blade up. A dilator was used to dilate the space and the catheter was advanced over the guidewire. The md was unable to withdraw the guidewire. Upon removal of the catheter the md observed that the guidewire was unraveled. A kub was ordered and performed indicating retained unraveled guidewire. The patient was transferred to the cardiac catheterization lab to remove the retained guidewire.